Event description:
It was reported that(1) tsw45, (1) tr45b, (6) tr45w and 1 seal were used during a lap gastric bypass procedure. It was reported by the rep that on the seventh firing of tsw45, the tr45b reload into stapler was used and failed. The stapler cut the tissue and put out staples, but staples along entire line were still unformed. The surgeon noticed this and opened a tsb35 to staple and cut out open portion of gastric limb staple line. Also 1 seal was used during case and did not work. A new one had to be open to finish the case. There was extended or time by thirty minutes.